Event description:
On 05/16/2024 additional information was received by an arthrex subsidiary employee via email who stated that the procedure performed was a medial malleolus fracture. Photos were taken and are attached. The patient's bone quality was rigid. A 2.4mm drill tip guide wire was used to prepare the bone socket for insertion.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/16/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1915sf suture anchor had an issue releasing the wire base causing it to break. This occurred during a procedure and the fragment was left in the malleolus.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image from the field, it is evident that the device's tip broke off. Consequently, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging during use.